Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) and consumer (con) regarding a patient receiving a dose of 1.44mg/day at a concentration of 15.0mg/ml of hydromorphone, a dose of 9.66mcg/day at a concentration of 100.0mcg/ml of clonidine and a dose of 0.7728mg/day at a concentration of 8.0mg/ml of bupivacaine via an implantable infusion pump for spinal pain. It was reported that in 2002, a couple months after the pump was implanted, sleep apnea occurred from the pump medication. Patient believes the medication was morphine, and had a severe reaction to it on (B)(6) 2002, leading to withdrawal. No other information is known at this time. If additional information is received, a follow-up report will be sent at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.